Event description:
Essure device implanted on (B)(6) 2009. Developed constant itchy skin and occasional hives between 2009-2013. Also developed migraines and hashimoto's thyroiditis during this time period. During 2013, skin itchiness increased and I was no longer able to control it with over the counter allergy medicine (even with taking four zyrtecs a day). Saw my allergist and he performed a patch test and found out I was allergic to nickel. When he found out that I had the essure device, he recommended that I have them removed. Scheduled an appointment with my obgyn, who also implanted essure in 2009, and decided that they needed to be removed. Now I have a hysterectomy scheduled for (B)(6) 2013. If nickel allergy testing would have been required prior to getting essure, I wouldn't have had to go through all of this. Now I have thyroid disease that I will have the rest of my life and will have to have a hysterectomy that could have easily been prevented.